Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were "over 200" compared to the lab's 149 mg/dl. Tests were done within 10 minutes. "The meter is within specification 199 (164-249)" and "the customer is not cleansing their finger before lancing." Pt did not experience any adverse events. No further info has been reported.